Manufacturer narrative:
Open surgical conversion after endovascular aneurysm repair in japan: indications and outcomes from a multicenter study. Koichi morisaki, md, phd,a masaki sano, md, phd,b keisuke miyake, md, phd,c shinsuke kikuchi, md, phd, takuro shirasu, md, phd,e tsuyoshi shibata, md, phd,f soichiro fukushima, md, phd, yuriko takeuchi, md, phd ,h naoki fujimura, md, phd, yutaka matsubara, md, phd, yuki orimoto, md, phd,k kayoko natsume, md, phd,l makiko omori, md,g hideaki obara, md, phd,I and nobuyoshi azuma https://doi.org/10.1016/j.jvs.2026.01.004 a2: mean age a3b: mean gender earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed for; "open surgical conversion after endovascular aneurysm repair in japan: indications and outcomes from a multicenter study". The time frame of this study was 2006 through 2024 with 208 patients in the cohort. Endurant and non-medtronic devices were used in the patients. The following adverse event were identified; serious injury; aneurysm sac enlargement, infections, explant - partial or full, open surgical conversion no further information was provided pertaining to medtronic products.